Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise which was oversensed and resulted in pacing inhibition. Asystole was observed for greater than two seconds. An invasive procedure was performed. The device was successfully explanted and replaced. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.